Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ate a meal without a meal announcement shortly after starting ilet, after which blood glucose rose to approximately 274¿280 mg/dl; the device subsequently delivered insulin and glucose trended downward without alerts or alarms and without assistance or medical intervention. Symptoms included no reported clinical symptoms. Outcomes included no injury, no functional impairment, and no need for healthcare utilization. Investigation included user coaching on meal announcements and monitoring for downward trends. Investigation of this case revealed that the elevation in glucose was consistent with expected postprandial hyperglycemia due to a missed meal announcement during early ilet adaptation; the device and its components functioned as intended with automated correction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with a missed meal announcement.